Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported hat the customer experienced a low blood glucose (bg) level of 58 (mg/dl). Glucose tablets and food were consumed to address bg levels. Reportedly, the customer had unintentionally delivered two dinner boluses and used lantus prior to beginning pump therapy which they attributed to their low bg levels. The customer's bg levels later returned to their target level and normal insulin delivery was resumed. Recommendation was made to consult with a health care provider to discuss diabetes management.